Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 9, 2020 that spaceoar was implanted in the perirectal fat posterior to the prostate during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, the procedure was done under local anesthesia and there were no issues noted during the procedure. According to the complainant, during a magnetic resonance imaging (MRI) for dose planning performed on (B)(6) 2020, the spaceoar gel was noted to be present in the rectal wall. Reportedly, the patient experienced mild discomfort. There were no further patient complications reported as a result of this event.